Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore, a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 2 of 4 on the home choice (hc). The home patient (hp) stated the heater bag became disconnected. The hp stated he would do a manual in the morning to complete his therapy. The technical service representative (tsr) assisted the hp to end the therapy. The tsr advised the hp to dispose of all current supplies used. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed, based on the customer report. However, the root cause could not be determined. This issue is being investigated through CAPA.